Event description:
Patient representative reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage (not device related), and subcellular damage (not device related), past and future medical expenses, physical pain and suffering from anticipated explantation. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, b6, d4, e1, g2, h6.

Event description:
Patient representative reported "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage (not device related), and subcellular damage (not device related), past and future medical expenses, physical pain and suffering from anticipated explantation. Patient has not been diagnosed with bia-alcl." Later, patient reported "having some issues with them and I found out they are recalled". Later, healthcare professional reported "biocell devices" and "exchange of a textured device due to product concern". This record is for the left side. The device remains implanted.